Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b. Medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. Investigation summary: "material #: 367342. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the spring ejected from device causing whole safety mechanism of butterfly to detach when the customer retracted the needle. No patient impact reported.